Manufacturer narrative:
H3: the pipeline vantage shield embolization device was returned for analysis. The micro catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The pipeline vantage shield braid was returned attached to the pushwire within introducer sheath. The distal and proximal end of the pipeline vantage shield braid appeared to be fully opened and slightly frayed. No other anomalies were observed. Based on the analysis findings, the pipeline vantage shield could not be confirmed to have ¿failure/incomplete open at proximal¿ and ¿resistance/stuck during delivery. The pipeline flex braid was found to be damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issues. In addition, the customer reported that ¿the pipeline was placed at a tortuous bend when it failed to open.¿ the micro catheter used in this event was not returned for analysis. Therefore, any contributing factors from the micro catheter to the resistance could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline failed to open and had resistance in the catheter. It was a left internal carotid artery (ica) large aneurysm with wide neck placed in a severe tortuosity. Device opened well at the distal end and across the neck but due to tortuous anatomy, tension was getting built. While deploying the device across the proximal bend, the device kinked and would not open completely. It was resheathed twice and deployment was tried again but due to anatomy of the bend, it would be a compromise on patient condition if it were deployed in that condition. The catheter was flushed continuously with heparinized saline. The pipeline was stuck in the proximal section during deployment. The physician released the load in the system in an attempt to resolve the issue. The issue did not resolve. The catheter was not damaged. The devices were prepared as indicted in the instructions for use (IFU). The patient was being treated for a ruptured, saccular aneurysm in the left ica. The max diameter was 15mm and the neck diameter was 8mm. The distal landing zone was 4mm and the proximal landing zone was 3.8mm. Vessel tortuosity was severe. Post procedure there was good stasis inside the aneurysm while maintaining good wall apposition in parent vessel (ica). No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no resistance in the catheter. It was reported that the proximal segment of the pipeline did not open. The pipeline was placed at a tortuous bend when it failed to open. Re-sheathing was done to attempt to open the pipeline.